Event description:
Patient in for open reduction and internal fixation of femur. After sucessful reaming of bone and placement of rod, surgeon located and drilled through bone in preparation for installation of the distal interlocking screws. The surgeon handed the drill to an or staff member so he could begin installing the screws. The o.r. Staff member noticed a piece of the tip of the drill bit was missing and informed the surgeon. The surgeon noted the comment and finished the case.